Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5' during the procedure. All four scalpels had the same issue. Changed to the fifth one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. Also, corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation.